Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with a history of paroxysmal atrial fibrillation went into atrial flutter at heart rate of 153. Vitals remained stable and blood pressure on the arterial line was 89/71. There were no alarms on the pump and patient was asymptomatic and treated with a fluid bolus (central venous pressure (cvp) was low) and IV amiodarone. The patient continued to experience cardiac arrhythmia followed by bursts of atrial fibrillation and had to stay on amiodarone. This was considered resolved on (B)(6) 2020. On (B)(6) 2020 venous thromboembolism was also reported. The patient was hemodynamically stable and an upper extremity vein duplex was done due to the isolated right upper extremity swelling. It was believed that there was a right internal jugular deep vein thrombosis due to internal jugular line. The internal jugular line was removed. A new trace right apical pneumothorax was reported after a right chest tube was pulled on (B)(6) 2020. An x-ray done on (B)(6) 2020 showed no pneumothorax and the issue was considered resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (cardiac arrhythmia, venous thromboembolism, pneumothorax) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. Multiple requests for additional information were sent; however, no further details were provided. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no additional complaints have been reported at this time. The hm3 lvas instructions for use (IFU) lists cardiac arrhythmia and peripheral thromboembolic events as adverse events that may be associated with the use of the hm3 lvas. The IFU also lists thromboembolism as a potential late postimplant complication, and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists cardiac arrhythmia and peripheral thromboembolic events as adverse events that may be associated with the use of the hm3 lvas. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.